Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, product type: lead. Product ID neu_unknown_ext, product type: extension. (B)(4).

Event description:
It was reported that the patient was implanted with a deep brain stimulation (dbs) system for cervical dystonia in 2004. Prior to the dbs implantation, the patient had superior cognition as evidenced from a pre-operative neuropsychiatric evaluation. The patient was fully employed at the time of surgery. The surgery did not improve or help cervical dystonia and, in fact, led to a severe decline in the patient's mental status. The patient was unable to work and was totally disabled. Executive functioning continued to deteriorate. The patient was diagnosed with having dementia. There was surgery performed in 2004 that showed no complications or adverse effects. One must assume that the dbs device was the cause of the mental decline. The dbs was currently turned off. No outcome or intervention was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. See medwatch #5044413.